Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes experienced high sensor glucose readings after changing the infusion site. Pump-delivered treatment was ineffective. The patient later noticed wet clothing, with no visible moisture at the infusion site or adhesive, and replaced the cassette and infusion set. After replacement, glucose levels returned to normal. There was a patient involvement and there were no additional adverse consequences.